Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the flexvision was not turning on. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not turning on. The review of the system log file confirmed the error with flexvision pc.functional analysis revealed that the flexvision pc needs to be turned on manually. The cause of the flexvision pc failure was determined to be a grabber card failure and disk bay by the supplier's part analysis. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. To resolve the issue, fse replaced the flexvision pc and hard disk. Later, fse also found problems with control room monitors and replaced them. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.